Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
Legal counsel for patient reported patient underwent an initial hip arthroplasty on an unknown date. Legal counsel for patient reported patient allegations of personal injury. There has been no reported revision procedure to date. A review of invoice history indicates initial hip arthroplasty was performed on (B)(6) 2008. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.